Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.

Event description:
Patient was contacted about previous experience and reported high and varying impedance levels and patient alarms. The patient also reported feeling "pain and suffering", dissatisfaction with mdt field personnel, and requested reimbursement for medical expenses. Previous experience on this device includes increases in impedance about once per month to about 1,000 ohms and once to 2.500 ohms. Noise and variability could not be reproduced in physician's office. Issue was resolved with lead reposition - advanced lead 1 mm into header. The lead is still in use. No further patient complications have been reported as a result of this event.